Event description:
Discordant, falsely elevated glucose results were obtained on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 2400 instrument. The fse found that the reagent dispensing pump 1 (rp1) probe alignment was off on the rotary reaction vessel. The fse then replaced the rp1, probes, and mixers. The fse checked and adjusted their positions. Quality control was run, all of which was within range. The cause of the falsely elevated glucose results is unknown. The system is performing within specifications. No further evaluation of the device is required.